Event description:
Pt with autoimmune hepatitis and hepatocellular cancer who underwent therasphere radioembolization. Shortly after procedure, while in recovery room, pt developed fever and shaking chills. He was transported to the emergency dept for hosp admission and observation. Temp 39.7, pulse 113, blood pressure 93/39.